Manufacturer narrative:
Received 7 unopened intermittent silicone catheters in the original unit packaging. The reported issue was unconfirmed based on the samples received meeting specifications. Per visual evaluation: visual evaluation of the seven (7) catheter samples. Visual observation noted no obvious defects. Per functional/performance evaluation: conducted lubricity testing on the seven (7) catheters. All passed the lubricity test with a rating of #1. The catheters were able to be wiped 10 times, and the lubricious coating remained on the catheter. The complaint could not be confirmed. The instructions for use state the following: "the complaint could not be confirmed. There were no visual defects on the catheters. Conducted lubricity testing on the seven (7) catheters. All passed the lubricity test with a rating of #1. The catheters were able to be wiped 10 times, and the lubricious coating remained on the catheter. A review of dfmea (B)(4) (for intermittent catheters) for the reported failure mode: does not allow for easy insertion/removal of the catheter has a potential effect of patient impact, discomfort / urethral trauma has a severity of 8 and a frequency of 1 and falls into the (quad 1) region / low level of risk in the severity vs. Frequency grid. The occurrence rating of the reported failure mode is 1, which has a possible failure rate of (B)(4). The instructions-for-use under baw7642211, revision 0 (pk7642211, revision 1) is found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A complaint frequency analysis report and level ii decision reference form were completed. The results of the investigation concluded that the complaint frequency is increasing and the threshold has not been exceeded. CAPA # (B)(4) was opened to address this issue." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product dried out too quickly while in use, causing pain and discomfort upon removal.